Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the instruments moved with non-intuitive motion. The customer confirmed that they using a 30-degree endoscope. The error logs did not show any errors. The customer was advised to remove the instruments, and power cycle the system, which resolved the issue. It was recommended to remove and adjust the endoscope collar to correct the orientation, cycle the instrument clutch button, and reinstall the endoscope if the issue returned. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was that the instruments were moving in the opposite direction of the surgeon's commands. Once the system was restarted, the issue was resolved.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the instruments moved with non-intuitive motion, an investigation was completed to determine the cause of this reported event. The customer removed the instruments, and power cycled the system to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause of the alleged issue of the instruments moving with non-intuitive movement cannot be determined based on the information provided and phone support details. The site resolved the issue by reseating the endoscope and instruments and power cycling the system. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that instruments moved in the opposite direction of the surgeon's intended movements. It was determined that the endoscope had reversed control, causing the instruments to appear to be moving in the incorrect direction. Poor camera control could result in subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.